Manufacturer narrative:
Concomitant medical products: 407645 lead implanted: (B)(6) 2019;w1tr01 ipg implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had chronic low impedance since implant.